Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.during pre-repair assessment performed by technician, it was noted that cable/cord was damaged. Device was inspected, and repaired by replacing a few components.

Event description:
Customer reported the device suddenly stopped operating in the operating room. (B)(4).